Event description:
Provider states the left motor shutters and jumps, no property damage or injury alleged, provider has given the enduser a loaner for the time being. No further information provided.